Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the schertel grasper instrument black shaft was torn. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's main tube exhibited scratch marks/abrasions. The main tube's insulation was scratched and some of the insulation had been removed at the distal end. The scratches measured approximately .021 - .067 in length. No other damage was found.